Event description:
User facility report was received that reported the ventilator displayed vent inop data acquisition failures. The customer did not know if the device was in use but reported no patient incident and no patient harm reported from hospital respiratory or risk management departments. The customer reported there was no report to the manufacturer at the time of its occurrence. The clinical engineering manager reported service of the device was performed in-house biomedical staff. The clinical engineering manager reported the biomedical staff performed the initial assessment on the unit after it was reported for repairs by the facility staff with the initial problem. The clinical engineering manager reported the data acquisition pcb board and the data acquisition pcb to motor controller pcb board cable was replaced to complete the repair. The clinical engineering manager reported the system was verified and put into use with reported problem resolved.

Manufacturer narrative:
Device out of warranty; customer performed repair.